Manufacturer narrative:
(B)(4).

Event description:
I accidentally drank polident 3 minute denture cleaner. [Accidental device ingestion]. Case description:this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) unknown (batch number unk, expiry date unknown) for an unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional information, the adverse event information was received via email on 24 december 2020. Consumer stated, "I accidentally drank polident 3 minute denture cleaner. What is the proper remedy and how concerned should I be?".